Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill balloon issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (health effect ¿ clinical code, health effect ¿ impact codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d), d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.